Event description:
New information notes that the lead was repositioned successfully.

Event description:
It was reported that the patient presented to the ER due to chest pain. Decreased sensing and impedance were noted. No capture was noted. Suspected perforation. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received.